Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient had a granuloma in the stoma since (B)(6) 2025 with exudate and signs of infection. On (B)(6) 2025 patient began oral antibiotic cefixime 400 mg every 12 hours and topical antibiotic mupirocin. On (B)(6) 2025 it was reported the patient finished oral antibiotic prescription (B)(6) 2025 with a very good response. Granuloma practically resolved with mild exudate. Continues with topical mupirocin prescription for another week.